Event description:
Insulation damaged due to clavical rib crush impedance 100 to 458 (bipolar) and 533 unipolar. Will reprogram to uni-remains implanted. Returned 5/19/00 for sensing and capture difficulties, insulation damaged due to clavical rib crush